Manufacturer narrative:
The device is currently unavailable for further testing by the manufacturer. In the event that additional information is received, a supplemental report will be issued.

Event description:
It was reported that the plum a+ involved in the event was found to be 3% out of delivery tolerance during testing. The reporter stated that 3% out of tolerance mean, rate delivered is too much. An example he mentioned is 100 ml= 103ml. There was no patient involvement and there was no harm reported. No additional information is available at this time.